Event description:
During a stat c-section, the pt was intubated without difficulty. The surgery was initiated approx 1 min later. Upon the attempt to inflate the balloon, a leaking noise was heard and the balloon would not inflate. Cricoid pressure was used, the pt was ventilated, and the baby was delivered. The pt was re-intubated without problems after the delivery of the baby.